Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer did not report any product problem. Customer requested training on how to run a control test. There was not enough information to determine the most likely underlying root cause. Test strip (B)(4). Note: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Customer called in requesting training with performing control solution test. The customer reported symptoms of feeling off. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 09/30/2018.